Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon was inflated but the balloon ruptured below nominal pressure due to the calcification. The procedure was completed with a different device and no patient complications were reported.